Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's paddle lead was implanted too low. The lead was moved up and remain implanted in the patient. The patient was doing well postoperatively.